Event description:
Information received states that pump's door platen is bent.

Manufacturer narrative:
An impact had caused bent platen, pump returned to customer without no repairs per customer's request.